Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting the cause of how the device was turned off was not determined. The info has been confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient¿s battery was interrogated at the clinician¿s office e and was found to be off. Neither the patient not the family claim to have turned off the device. The device being off was discovered after the patient experienced right side ¿dyskinesia and intense pain¿ during the previous 7 days. The rep stated that a factor that may have led to the issue was unfamiliarity with recharging and patient programmer operation by the patient¿s caregiver was evident. The programmer was not being used according to caregivers. The doctor had interrogated the device on and discovered it was off, and then turned the device back on with their clinician programmer. The issue was resolved. There were no further complications reported.